Event description:
It was reported that when using the analyzer function, testing the ventricular lead, the programmer froze and started beeping. The cables were disconnected and the programmer turned off and back on, however an error message generated on the screen. The programmer was changed out and the case was able to be completed. The analyzer has not been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at analysis the reason for return was not confirmed. It was noted that the battery was depleted however it was also noted that this was considered normal. The battery was replaced and the device passed its functional, electrical and systems tests.

Event description:
It was further reported that the product had been returned to service.